Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the information provided from the investigation, the reportable event was confirmed. The probable cause was most likely attributed to damage to the scope socket on the front panel. However, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source interface had a poor connection. The issue occurred during preparation for use for a gastroscopy. The procedure was completed using a similar device. There were no reports of patient harm.